Event description:
A conference abstract by makarovska bojadjieva, t., nikoloska, et al., ¿the yield of nucleic acid testing a three years experience¿, vox sanguinis. 2025; 120316, noted false negative architect hbsag results generated on the architect i2000sr when compared to nucleic acid testing (nat). The study stated that donor blood samples were screened for the presence of hbv dna using the procleix ultrioplex e assay (procleix panther system), as well as testing these samples for the presence of hbsag using the architect i2000sr platform. The data showed 22 nat only positive donor samples, of which 21 of those samples generated hbv dna positive / hbsag negative results. New blood samples were obtained for 11 blood donors from the original 21 samples that tested negative for hbsag. 4 of the 21 donors persistently generated negative hbsag results.

Manufacturer narrative:
Data and information provided in the article were reviewed and support the complaint issue. Review of tracking and trending for the architect hbsag assay did not identify any trends related to the complaint issue. A search for similar complaints was not performed as the lot number is unknown. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint assay. Labeling was reviewed which adequately addresses the current issue. A review of publications, h. W. Reesink et al. ¿occult hepatitis b infection in blood donors.¿ vox sanguinis (2008) 94, 153-166 and m. Torbenson et al. ¿occult hepatitis b.¿ lancet infect dis 2002; 2: 479-86, identified that an occult hbv infection is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Occult hbv can represent acute infection in the window period when viral dna is present but hbsag levels are low. As well as representing infection within the window period, occult infection may also represent hbv tail-end of chronic hbv infection, persistence of replication at low level after recovery or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent was identified.

Event description:
A conference abstract by makarovska bojadjieva, t., nikoloska, et al., ¿the yield of nucleic acid testing a three years experience¿, vox sanguinis. 2025; 120316, noted false negative architect hbsag results generated on the architect i2000sr when compared to nucleic acid testing (nat). The study stated that donor blood samples were screened for the presence of hbv dna using the procleix ultrioplex e assay (procleix panther system), as well as testing these samples for the presence of hbsag using the architect i2000sr platform. The data showed 22 nat only positive donor samples, of which 21 of those samples generated hbv dna positive / hbsag negative results. New blood samples were obtained for 11 blood donors from the original 21 samples that tested negative for hbsag. 4 of the 21 donors persistently generated negative hbsag results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 06c36 that has a similar product distributed in the us, list number 4p53, hbsag, with PMA number p110029.